Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose level was unk mg/dl. The customer states that it is hard to get response from buttons, she has to use her fingernail or it not work. The customer was asked if recalls any significant events leading to the kaypad issues. The customer response no significant events. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to ba back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened escape and act button dome switches. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The functional testing could not be performed due to the unresponsive buttons.